Event description:
The facility representative reported a colleague infusion pump with a failure code 570.320.844.0000. This event occurred upon power up in the "general patient ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 570:320.844.0000 was confirmed and reproduced during product evaluation. This condition was due to user error (batteries found depleted due to user not plugging them in for 12 hours). The main batteries were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Labeling review: a labeling review found the directions for use adequate for the use/user error identified in this incident. A labeling review found the directions easily accessible for the use/user error identified in this incident. A labeling review found the directions for plugging in the pump for 12 hours to charge the batteries accurate and sufficient for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).